Event description:
It was reported that the customer questioned the longevity expectations of the device. It was noted that the device had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead implanted: (B)(6) 2010, 5076-52 implantable pacing lead implanted: (B)(6) 2010; 6947 implantable tachy lead implanted: (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.